Manufacturer narrative:
The device was returned to edwards in used condition. Prior to functional testing, multiple creases were seen on the balloon area. The returned delivery system was prepped per the instructions for use (IFU) in order to size the balloon to measure the balloon's outer diameter when fully inflated. While preparing the device, it was noted that the balloon was not able to be de-aired. However, the balloon was still sized to take the balloon diameter. During the diameter measurements a leak path was noticed at the guidewire luer area, but the balloon maintained its size and was found to meet manufacturing specification. The delivery system failed the pressure decay leak test. Post testing, a visual inspection of the y-connector revealed a visual indication of a leak path at the y-connector between the balloon port and guidewire port through the adhesive around the guidewire lumen. A DHR review did not reveal any issues that could have contributed to this complaint. A lot history review did not reveal any similar complaints under the same lot. Per manufacturing guidelines, there is a 100% leak test performed on all delivery systems and the y-connector bonds are 100% inspected for voids, bubbles, and visual defects. These inspections make it unlikely that a pre-existing leak path was present during the manufacturing process. It is difficult to determine if the leak path condition of this specific unit was missed in manufacturing or if it developed at some point after completion of the manufacturing process. The IFU steps for prepping the retroflex3 delivery system is to first de-air the system and then to inflate the balloon inside the balloon gauge until the balloon reaches the correct diameter when fully inflated. After the balloon is properly sized the balloon is deflated. The prepping and balloon sizing make it highly likely that a y-connector leak path would be detected before ever reaching a patient. The complaint was confirmed as the delivery system was unable to be de-aired and a leak path was observed at the y-connector. The root cause of the leak in the delivery system was determined to be a leak path in the y-connector to the guidewire shaft bond. In response, a retraining was performed as mitigation. Trending for this issue will continue to be monitored.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during preparation of the retroflex3 delivery system the balloon gradually lost pressure despite additional volume being pushed in with the syringe. All of the connections were checked and there were no visible leaks. The same syringe was used successfully with the second delivery system.